Event description:
On (B)(6) 2011, the lay user/patient's wife contacted lifescan (lfs) alleging the patient's onetouch ultra 2 meter was not powering on. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter claimed that the alleged issue began approximately one month prior to contacting lfs at approximately 8pm. The patient was unable to test his blood glucose due to the subject meter not powering on. The patient reportedly manages his diabetes with oral medications and denied making any changes to his usual diabetes management routine in response to the alleged issue. Approximately three weeks after the meter stopped working, the patient reportedly developed symptoms of 'thirst' and denied receiving any treatment. It is unknown if the patient was able to use a different device to check his blood glucose. At the time of troubleshooting, the cca was able to assist the patient with powering the meter on using a test strip, however it did not power on with the power button. Replacement products were sent to the patient. This complaint is being reported because the reporter claims that the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter involved this complaint has been returned and evaluated by lifescan product analysis on aug 3, 2011 with the following findings: the returned meter failed testing. There was contamination found on the meter's pc board. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k053529.